Event description:
The customer stated that the paramedics were called to her home after experienced low blood glucose levels. The customer had been treating for high blood glucose levels initially, but her blood glucose remained high. Later, she was found unconscious on the floor, with a blood glucose reading of 24 mg/dl. The customer was given glucose tablets, and her blood glucose went up to 48 mg/dl. The customer was not comfortable with the insulin pump, and requested a replacement as this is something that has happened in the past. Advised the customer about the possibility of delayed insulin absorption. Troubleshooting was performed, and the insulin pump passed the high pressure test, but failed the displacement test. Advised to discontinue using the insulin pump, but the customer stated she will continue using it for the time being. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.